Manufacturer narrative:
No code available - slow flow. The reported oad was received for analysis. Adhered biological material was noted on the driveshaft and crown, which did not prevent a test guide wire from passing through the device. No damage was found to be present which would have contributed to the accumulation. The source of the biological material is unknown. When tested, the oad functioned as intended with no anomalies noted. At the conclusion of the device analysis investigation, the reported events of slow flow and perforation were not able to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and located in the circumflex. An initial procedure had been performed to balloon and stent the lesion the day prior to this procedure, however a stent was unable to be deployed due to the calcification. The lesion was treated with three passes of the oad on low speed. During the third pass, the crown was observed to jump through the lesion and slow flow was observed. One additional pass was performed and imaging revealed a perforation. Balloon angioplasty was performed and a stent was deployed to resolve the perforation. The patient was in stable condition following the procedure.